Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015, and a haptic tore. No harm to pt.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows both haptics and half of the lens optic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing , and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.